Event description:
It was reported that an intraocular lens (iol) is planned for an iol exchange due to patient having blurry vision and myopic refractive surprise in the right eye. Best corrected visual acuity (bscva) pre-operative: 20/20 -2 and bscva post-operative: 20/80 +1. Through follow up, it was learned that the iol was explanted and was successfully replaced with another johnson & johnson lens, model diu150 18.0 diopter. There were no unplanned sutures, unplanned vitrectomy, or unplanned incision enlargement required when removing the iol. The patient outcome was reported as unknown. The lens was discarded. No other information was provided.

Manufacturer narrative:
Section a4/a5 patient weight and patient ethnicity: information unknown/asked but not provided. Section d6b: if explanted; give date: unknown/not provided. Section e1: telephone number: (B)(6). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts have been made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.